Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg). It was found that the battery had settled in the pocket at an angle, preventing the charging device from communicating with the ipg.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.